Manufacturer narrative:
The information in this report was provided through a legal communication. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The implant broke and the patient felt down.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown abg ii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "taper scratch damage at time of a new femoral head implantation in 2012 together with the use of a 28-mm/+12 femoral head have been principal factors to failure through fatigue fracture in the stem neck where additionally cup malposition could be suspected although the level of evidence for this item is rather thin". -device history review: not performed as the device details are unknown. -complaint history review: not performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device details, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The implant broke and the patient fell down.